Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had to go in every 3 weeks to have her bladder emptied. The highest they emptied from their bladder was 1100 and the day of this report was the lowest at 450 or 500. The patient was also not having as much leakage as she had been having before she got implanted. They were looking at the average high of 900 vs the average low of 600, so they thought the patient was not getting a 50% reduction in symptoms. This had been occurring since implant. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.